Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected. Provocative testing was performed, however, no noise could be reproduced. No intervention was performed at this time. The patient was stable and will continue to be monitored.